Event description:
The dentist reported the abutment screw fractured in implant leaving 1/2 of it still inside.

Manufacturer narrative:
The screw was not returned. The customer returned the implant on (B)(6), 2016. Visual inspection revealed evidence of remnant bone along the implant. No other damage was noted. There was no visual evidence of a fractured screw inside the implant; therefore the complaint cannot be verified. The lot number for the screw or for the implant was not provided and therefore device history record reviews could not be completed. A definitive root cause has not been determined.

Event description:
The fractured screw was not able to be removed so the implant was removed and replaced.